Event description:
The customer reported that the insulin pump alarmed motor error while she attempted to run a square bolus. Troubleshooting was performed. The customer also mention having trouble with priming. Ran a displacement test and passed. Assisted her with priming and the insulin would shout out eventually and would alarm an error. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. Unable to confirm motor error alarms. The motor passed the motor test.